Event description:
It was reported that during a routine follow up visit, the health care professional (hcp) called technical services (ts) and requested review of this cardiac resynchronization therapy defibrillator (crt-d) presenting electrogram (egm) due to concerns of oversensing noise signals on the right ventricular (rv) and left ventricular (lv) leads. Upon review, ts determined that the rv and lv leads appear to be oversensing right atrial (ra) artifact signals. Ts discussed troubleshooting considerations with the hcp. At this time, the crt-d and the rv and lv leads remain in service. No adverse patient effects were reported.